Event description:
During troubleshooting of an unrelated alarm, it was reported that the patient replaced the homechoice automated pd set with cassette and reused the solution bags. The event occurred during initial drain of peritoneal dialysis therapy with a homechoice device. The technical service representative (tsr) advised the hp to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The patient guide instructs the user not to attempt to reuse any disposable supplies. The patient guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy the patient guide warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal labeling review of this product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.